Manufacturer narrative:
The analysis does not give any indication for a malfunction or fault of the sicat optiguide as manufactured by sicat. The guide is representing the dentists planning and was manufactured according to the planning and prescription of the dentist. Post op panorama scans look like implants are placed according to dentists planning. Possibly the reason of the numb feeling is caused by problems related to the anesthesia.

Event description:
The reporting dentist has used a sicat surgical guide (sicat optiguide) for preparing the osteotomies (drill hole for accommodating a dental implant) for two dental implants of type "nobel biocare ser.# (B)(4), length 10" and "nobel biocare ser.# (B)(4), length 11.5". On (B)(6) 2017, the dentist placed the implants using the surgical guide in sites ada18 & ada19. The procedure went as planned and the implants had good initial stability (70ncm and manually torqued to 50+), and healing abutments were placed. The following day, (B)(6) 2017, the patient called to say that he was still numb. He was asked to come in for an examination. Dentist discussed that it sounds like the implant is compressed on the nerve because patient has some sensation on the lingual. On pa that was taken after the implant placement, everything looks like its in the right position. The 3d scan and radiologist report indicate that the implants can even go longer in length then what was placed. No other contraindications were indicated on the report. Dentist decided to remove both implants and let the area heal. Dentist has since then followed up with patient and there has been no improvement to date ((B)(6) 2017). Patient is away until the end of (B)(6) 2017 and will come in for an examination when he is back.